Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number mgz050, and no non-conformance's related to the reported complaint condition were identified. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp433 was received for evaluation, the needle was not received, and the strand was broken in multiples during the visual inspection due to the suture has begun with the process of degradation. The product code vcp433 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. Photo analysis: visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample with a detached needle from the suture of product code vcp433 could be observed. No conclusion could be reached. Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 g/m.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. Upon evaluation, the degradation of the suture was observed. There were no patient consequences reported.